Event description:
Event determined to be reportable based on investigation approved november 2, 2007. It was reported that during a pci procedure, the stent delivery system became stuck in the guide catheter. The lesion being treated was located in the right coronary artery (rca). The physician was attempting to advance the 3.5x12mm liberte stent delivery system into the guide catheter but it became "hung up." The physician removed the guide catheter and liberte stent delivery system (sds) as one unit. The procedure was completed with another liberte sds. There were no reported pt complications. Pt status listed as "ok." The stent was returned inside the guide catheter hub and upon examination, damage to the stent was noted.

Manufacturer narrative:
Returned product analysis verified the difficulty as stated in the complaint. The delivery device without the stent on the balloon was received with another manufacturer's guide catheter. The balloon was visually and microscopically examined and no visual defects were observed. The balloon was in its pre-inflation profile, indicating that the balloon had not seen any positive pressure. The surface of the balloon material exhibited evidence of pillowing between the marker bands indicating that the stent had been properly crimped. There is no evidence that the device was improperly manufactured. Visual examination of the guide catheter revealed that the stent was caught in the manifold. The stent exhibited bent stent struts. The stent was removed from the manifold and further stent damage occurred. The stent struts stretched and bent while being removed from the manifold. Microscopic examination of the material surrounding the damage did not reveal any inherent material deficiencies that would have contributed to the stent damage. Further examination of the manifold of the guide catheter did not reveal any damage or abnormalities that would have contributed to the complaint. The ID of the manifold was measured and found to be .050." The root cause of the difficulties experienced during the procedure can be attributed to the guide catheter ID being undersized for use with the liberte device. The manufacturing records for the batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.